Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an angiojet zelente thrombectomy system. Visual and tactile examination of the guide wire lumen showed that the hypotube was twisted and kinked around the guidewire lumen. Twisted the rotation to see if it was over torqued and it stopped at the built in stop as it was supposed to. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter became stuck on the guide wire. The physician selected an angiojet® zelantedvt¿ catheter over a non-bsc stiff shaft guide wire for a thrombectomy procedure in the left iliac vein. They put the catheter over the wire and performed power pulse 50mg of tissue plasminogen activator (tpa) and a 100ml bag of normal saline. Once the procedure was completed, they tried to remove the catheter and it would not release, it was stuck on the wire. The physician pulled everything out as a unit and flushed it multiple times through the contrast port and they were able to remove the wire from the catheter. It was alleged that ¿it looked like the inner [braiding] wire was twisted inside of the catheter.¿ the procedure was completed with another of the same device. The clot was completely removed and no patient complications were reported. The patient¿s status was reported as ¿fine.¿